Manufacturer narrative:
The insulin pump was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. There was no compromised force sensor system alarm noted. The pump had a scratched display window and a cracked case at the display window corner (all corners). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was changing her infusion set and she received multiple compromised force sensor system alarms during the priming process. Customer was able to get around the error but is concerned because she is going to study abroad in spain and does not want anything to happen to the pump. Customer stated that she removed the battery and tried several things to get the pump to work for 40 minutes. Customer's blood glucose is 107 mg/dl. Customer stated that insulin was squirting out during the manual prime process. Customer stated that the insulin continued to drip after the motor stops during the manual prime process. Customer was advised to disconnect from the pump. Customer stated that the drive support cap appears normal. It was explained that during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced.